Manufacturer narrative:
(B)(4). Attempts have been made to obtain the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported a patient underwent a breast lift procedure on (B)(6) 2019 and suture was used. The doctor started suturing and the needle detached from the suture. Another suture from the same code was used. No adverse patient consequences.

Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. It was reported that the device had performance pull off suture needle. It was received for analysis an opened box with an unopened sample. During the visual inspection of the sample, no defects were found on the package. The sample was opened, and the swage and attachment area were noted to be as expected. The suture was dispensed without problems and examined along of the strand and no defects were observed. A functional test was performed and the pull force were above the minimum requirements. The manufacturing records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch. Per the conditions of the sample, no performance pull off suture needle was found, and the tested sample met the finished goods requirements.